Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w 3.0d. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08710 inches. No under/over delivery anomaly, bolus anomaly or basal anomaly noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level of 440 mg/dl. The customer¿s current blood glucose level was 149 mg/dl. The customer did report symptoms as a result of high blood glucose level such as vomiting headaches weakness confusion everything. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.